Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple unexpected restart alarms. After reviewing the customer's alarm history, three external ram crc error alarms were found. The customer's blood glucose level was 144 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was monitored for six hours with multiple basal rates and passed the self test and reset error test. No error alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.